Manufacturer narrative:
The evaluating physician reported to nalu personnel that the initial implant procedure did not adequately anchor the lead, allowing it to move over time and thus cause the loss of therapy for the patient.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2024 to treat lower back pain. In (B)(6) 2024 the patient was seen in the medical clinic for a regular follow-up and the patient reported loss of therapy on the right side. No issues reported with the left side at that time. Xray imaging found that the right-side lead had migrated and was no longer at the desired nerve target. On (B)(6)2024 a surgical revision was performed to place a new lead back at the desired nerve target.